Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurements of greater than 200 ohms. The system also displayed a rise in pace impedance measurements on the rv and left ventricular (lv) lead. The device was reprogrammed to rv to can configuration. The patient is to continue to be monitored. There were no adverse patient effects reported.